Manufacturer narrative:
Heart ring implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on a remote monitoring transmission short v-v intervals occurred due to t-wave oversensing during an episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.